Event description:
It was reported that the patient¿s device was confirmed to be in its first overdischarge. There was a communication problem. The patient had multiple health issues over the winter and neglected to charge their implantable neurostimulator (ins). These health issues were not related to the spinal cord stimulation system. The patient had pain at the device pocket from not being able to use the ins. A physician mode recharge (pmr) session was performed. The battery was reset after one pmr cycle and the battery was charged to 25%. The battery was interrogated and a clinician programmer performed a software update to the battery which caused the battery to be discharged. The power on reset (por) was not able to be cleared so the patient was going to fully charge and then have the por cleared in the future. It was reported that there was a coupling problem. The day prior to the report they pulled the device out of overdischarge and saw the power on reset (por). When the manufacturer representative (rep) went to clear the por they needed to do a software update for the ins. By the time that was completed, the implantable neurostimulator (ins) was dead again and the por could not be cleared. The patient was sent home to charge the ins. The patient was charged up to 3/4 full, lost coupling bars, and then the ins battery was back to zero percent. The patient was able to charge up the ins again and got it to 3/4, lost coupling bars and then it went back to zero percent. The patient was able to do that 3 times but then they couldn¿t get any bars. The rep didn¿t have any issues getting 8 bars the day prior to the report when in the office when the patient stood but they would lose some when the patient sat in their wheelchair. But they would be able to maintain 4 bars at a minimum. The rep would meet with the patient he day after to do further troubleshooting. The ins was in overdischarge since (B)(6) 2015. It was instructed to have the patient charge as much as possible the day of the report. The battery charged up from 25 to 75 percent in a matter of 30 minutes of recharging at 8 coupling bars. When they went to go clear the por the implant depleted right back down to discharged state. They were unable to clear the por because of this. They discussed the possibility of capacity of the ins being damaged and pulled the recharge stats. The error code was 0x3608. They received the possibility of surgical intervention. The patient was reprogrammed and was then receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(6). Product type: recharger. (B)(4).